Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies of the main drawer were unable to open. A field service engineer resolved the issue by popping the lids of the failed cubies. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where all the cubies contained within the main drawer 2.1 failed to open. This incident resulted in a delay to patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.